Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 complaint is confirmed. Functional testing was not performed due to the returned ar-9676 angled reamer shaft being stuck inside an ar-9597-10. Visual evaluation noted that there was an ar-9676 stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.

Event description:
On 12/22/2023, the sales representative provided the following information via email: this occurred during a total shoulder procedure on (B)(6) 2023. Another set of instruments was opened to complete the case following a 5-minute delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/5/2023, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve, 10° and an ar-9676 angled reamer, drive shaft, both part of ar-9579s mgs augmented glenoid instrument set, had an issue. The drive shaft cold welded inside the other sleeve. This occurred during use in an unspecified procedure with no patient harm. Additional information had been requested.